Event description:
The physician reports, that the crystalens leading haptics tore, when delivering the lens using the staar surgical lens injector system. Delivery was attempted with two other crystalens iols, however, these were also damaged in the same manner. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A different lens model was implanted and the pt is okay, however the pt has corneal edema presently. Ref mdrs #2031924-2008-00117 and #2031924-2008-00118.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system or handling with forceps.